Manufacturer narrative:
The hill-rom technician found that the plug end of charge cable has been damaged. The casing on the plug end has been torn away from the plug end. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician replaced the charge cable with a new cable and the lift functioned as designed. Based on this information, no further action is required

Event description:
Hill-rom received a report from the account stating that the charger cable was damaged. The lift was located at the account on the first floor, b wing. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).